Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 30ml syringe concentration of 1,200mg of ceftriazone in ns completed however there was 6ml remaining in the syringe. There was no patient harm.

Manufacturer narrative:
The customer¿s report of fluid remaining in the syringe was confirmed. Analysis of the pcu event log shows that at 10:43 am on (B)(6) 2016 the syringe module was programmed to infuse ceftriaxone 1300 mg/32.5 ml weight based dosing with a calculated rate of 64.1916ml/hr. At 11:08 the device alarmed for patient pressure and the infusion was restarted. At 11:10 am the device alarmed for syr empty occlusion, which stopped the infusion. The infusion was near the end with approximately 6ml left in the syringe at the time of the alarm. Less than a minute later the device was channeled off and the system shut down. The volume recorded as being infused during this period was 27.3711ml. Functional testing showed the device was infusing as expected and alarming appropriately for occlusion. If the infusion is occluded when the syringe is nearing the end of the infusion, the alarm message will be syringe empty/occlusion; if it is not near the end, the alarm message will be occluded ¿ patient side. With either of these alarms the infusion can be restarted to infuse the volume remaining in the syringe. The cause of the reported event was identified as the infusion not being restarted by the user following a syringe empty/occlusion alarm. No device was returned for investigation.